Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced pocket heating while charging her ipg with the le charger. She reported she had never experienced this with the he charger. Allegedly, the pt did not experience a physical burn but described the sensation as "very hot." A replacement le charging system was unable to resolve the issue. The pt stated she felt the issue was due to the ipg being superficial, and she did not wish sjm to contact her again about this issue.